Event description:
Additional information: the patient was experiencing a lot of pain around the pump that goes into the groin area. It was reported that a ¿bad infection¿ got in the incision wound there was trouble getting it to close up. The patient was going to see the physician every day for over two months. The incision site was reported as being closed now. It was also reported that the patient was allergic to morphine but the physician was reported as saying it would be fine in the pump. It was later reported that the physician put dilaudid (hydromorphone) in the pump. It was currently unclear what the drug in the pump was.

Event description:
The patient reported an infection following pump replacement. The following symptoms were reported: the site was warm to the touch, red and leaking fluid at the incision. Patient stated the leaking fluid can soak through a gauze pad. Per patient, they are on the second round of stronger antibiotics. The patient indicated that "a mesh may have been used for cushioning around the pump". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).